Event description:
It was reported that the lead dislodged. The lead was disconnected for repositioning, but was unable to re-connect to the implantable pulse generator (ipg). It was noted that the setscrew was either missing or broken. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.